Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: ¿do not pull on the individual suture limbs to prevent knot advancement or locking of the knot.¿ the reported IFU violation created the reported failure to advance the knot. Based on the reported information the account is aware of the cause of the knot advancement issue. Based on the information received, the investigation determined that the reported knot advancement failure is related to use error and subsequent treatment appears to be related to operational context. In this case the physician inadvertently pulled the non-rail suture locking the knot before advancement could be completed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017- failure to follow steps / instructions.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after an interventional procedure with a small-bore sheath. Reportedly, the link was pulled first and the knot was unable to advance. A new prostlye device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.